Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: g7 screw 6.5 mm x 25 mm cat: 010000998 lot: 3287624. G7 screw 6.5 mm x 25 mm cat: 010000998 lot: 3355230. G7 screw 6.5 mm x 20 mm cat: 010000997 lot: 3429625. G7 screw 6.5 mm x 30 mm cat: 010000999 lot: 3370984. Epoly 28 mm rnglc lnr hw sz22 cat: ep-105904 lot: 990830. The 28 mm mod hd std neck tp1 taper cat: 163662 lot: 937810. The 5.0 x 95 mm cdh hip knapton cat: pm150580 lot: 084050. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 4. ¿loosening or migration of the implants can occur.¿

Event description:
It was reported that patient¿s right hip was revised approximately 2 years post-implantation due to loosening of the acetabular cup. During the procedure, the acetabular cup, liner and femoral head were removed and replaced.attempts have been made and additional information on the reported event is unavailable at this time.